Event description:
During an appendectomy, the retrieval system failed to open to retrieve the specimen. A second device was used with similar trouble but did open enough to retrieve specimen with difficulty.====================== health professional's impression======================device failed to work properly.====================== manufacturer response for retrieval system, applied medical======================applied medical will send return information.